Event description:
It was reported the filiform double pigtail ureteral stent set's stent was damaged on one end prior to an unspecified procedure. The issue was found when the package was opened, and when the tether was cut to place the stent. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. The device did not make patient contact.

Manufacturer narrative:
E3: customer occupation = unknown. G4: PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.